Event description:
The customer reported difficulty acquiring v1 of 12-lead ECG.

Manufacturer narrative:
The customer reported difficulty acquiring v1 of 12-lead ECG. The customer isolated the issue to the ECG leads trunk cable. Philips supplies sent the customer a replacement ECG leads trunk cable which resolved the reported issue.